Event description:
Additional info received from MFR on 10/08/1997: the device has not previously been noted in any investigable complaint or MDR. The device is three years in service, consequently any initial defect would have been noted previously. The wear mentioned is possibly the result of mishandling, that is inappropriate contact with solid objects or surfaces possibly during sterilization or storage.